Event description:
The customer contact reported the device turned on and off during use while on ac power. On an unspecified date and time, the device was programmed to deliver for an unspecified concentration of total parenteral nutrition (tpn). No specific programming parameters were provided. It was reported that at an unspecified time during delivery the device was turning on and off while on ac power. It was unspecified if the device alarmed prior to power off. The device was removed from clinical service. Therapy was completed using a replacement device. The replacement device was available within 2 hours. There was no adverse patient effects, no delay of critical therapy, or need of medical interventions. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.